Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the sample was centrifuged using a statspin at 3500 rpm for 3 minutes and was outside the tube manufacturer's instructions for centrifugation at 1300 rpms for 10 minutes. The tsc instructed the customer to follow the tube manufacturer's instructions for centrifugation and to follow the proper pre-analytical sample handling procedures. The cause of the discordant ctni result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely elevated result for cardiac troponin I (ctni) was obtained on a dimension rxl max with hm instrument on one patient. The discordant ctni result was sent to the physician, who questioned it. The same sample was repeated on an alternate system, that resulted lower: <0.04 ng/ml. The lower result obtained on the alternate system was not reported to the physician. A serial repeat ctni test was ordered by the physician. A value of 0.04 ng/ml was obtained on this sample. Because of the discordance between these two results the original sample was repeated. A value of <0.04 ng/ml was obtained. A corrected report with this value was sent to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant ctni results.